Event description:
During a procedure, one of the three tines on the flexible shaft broke off. The sales consultant reported that it may have broke off in the patient. It is unknown if the broken fragment was retrieved.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
During a procedure, one of the three tines on the flexible shaft broke off. The sales consultant reported that it may have broke off in the patient. The broken fragment was retrieved and discarded of.

Manufacturer narrative:
Device was used for treatment. Device received. Visual inspections noted one tang on the tip of the shaft is sheared off approximately 2mm from its base. There are wear marks and scratches on the entire shaft of the device. The returned device was manufactured in june 2003 and is over 9 years old. The device shows wear consistent with many years of field use. The design risk assessment was reviewed and found to be adequate for the intended use.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional information received from hospital facility.